Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad traces. Unable to set and verify the auto off alarm feature due to unresponsive buttons. Device was received with cracked case at display window corners and battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 84 mg/dl. Troubleshooting was performed. The device was returned for analysis.